Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: mechanical power sheath mediated recanalization and lead implantation in patients with venous occlusion: technique and results. Journal of cardiovascular electrophysiology. 2018; 29(2):316-321. Doi: 10.1111/jce.13389. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead malfunctions that required lead extraction. It was noted that during the explant procedure two patients developed pocket hematoma which resolved spontaneously. Additionally one patient experienced perforation due to extraction of the lead, resulting in a tamponade requiring urgent thoracotomy. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.